Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately two months post-implant. The implantable cardioverter defibrillator (ICD) system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.